Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked from the as lvp 20d 3ss cv IV line y-site during use. The following information was provided by the initial reporter: "medication started as IV drip and nurse noted medication to be dripping out of the IV line at one of the "ys"

Event description:
It was reported that medication leaked from the as lvp 20d 3ss cv IV line y-site during use. The following information was provided by the initial reporter: "medication started as IV drip and nurse noted medication to be dripping out of the IV line at one of the "ys".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of medication dripping out of the IV line at one of the "ys" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.